Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's left hip was revised due to stem subsidence. A securfit stem and biolox head were revised to competitor implants. Rep confirmed there are no allegations against the revised femoral head, provided primary usage, and confirmed that no further information will be released by the hospital or surgeon.